Manufacturer narrative:
The insulin pump was unable to prime during prime test and received motor error alarms during basic occlusion test due to faulty force sensor resistor (gold). However the insulin pump passed the displacement test and bolus delivery. The motor tested ok. The insulin pump had a cracked case lower corners of display window, broken belt clip slot, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 66 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.